Event description:
As reported per medwatch # mw5111923:- "the p4hb based mesh phasix has been used off-label, by a (B)(6) plastic surgeon for breast reconstruction in women with breast cancer, post-mastectomy. Unfortunately, p4hb materials can activate a pro-oncogenic immune response named the "m2 macrophage" response. Because p4hb activates m2 macrophages, its use in women with breast cancer patients is potentially dangerous. Additionally, introduction of any pro-inflammatory mesh product in a breast cancer resection space, could interfere with subsequent surveillance of cancer recurrences and, thus, lead to a life-threatening delay in diagnosis. FDA safety report ID# (B)(4).

Manufacturer narrative:
The allegation made, p4hb materials used in phasix mesh activates a pro-oncogenic immune response (m2 macrophage) was submitted to FDA by a former bd employee. No specific patient event was referenced in the medwatch report. A pro-oncogenic immune response is not a clinically anticipated outcome associated with use of p4hd mesh. Our review identified no increased concern that the use of p4hb mesh may cause nor otherwise influenced this condition/disease-related adverse event. Mdrs have been submitted in an abundance of caution by bdi surgery for reports of cancer recurrence associated with the indicated plastic surgeon in women with breast cancer, post-mastectomy. The surgeon did not identify any causal relationship between the cancer patient¿s experiencing recurrence and the galaflex implant used to treat the patients. Ref. MDR: 1213643-2022-00597, 1213643-2022-00602, 1213643-2022-00604. Note, the date of event is provided as an estimate based on the date of awareness. This file represents the phasix mesh (device #2) alleged in the medwatch report mw5111923. An additional MDR was submitted to represent the galaflex mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time.